Manufacturer narrative:
Unit was received with blank display due to corroded battery tube and battery cap contact. Unable to perform the functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests due to blank display anomaly. Insulin pump had broken battery cap and minor scratched display window.

Event description:
The customer reported via phone call that the top of the insulin pump broke. The cap that held the battery cap was gone. It seemed corroded. Customer's blood glucose level was 135 mg/dl. The customer was already using his backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.